Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the mesh was implanted into the patient on (B)(6) 2015. The patient had abscess on promontofixation prosthesis, complicating a vaginal prosthetic exposure and a serious deterioration of the patient's health condition. Explantation of the mesh was performed on (B)(6) 2026.

Manufacturer narrative:
Additional information: b5, e1, e2, e3, e4, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the mesh was implanted into the patient on 04jan2015. The patient had abscess on promontofixation prosthesis, complicating a vaginal prosthetic exposure and a serious deterioration of the patient's health condition. Explantation of the mesh was performed on 12jan2026. The patient is currently fine.